Manufacturer narrative:
Previous driveline infections were reported, most recent on (B)(6) 2020 was reported under MFR # 2916596-2020-02078. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020 was readmitted for recurrent driveline infection. Patient was treated with augmented antibiotics, and was discharged on (B)(6) 2020.

Event description:
It was reported that the adverse event was resolved/recovered with sequela/persistent disability (chronic driveline infection ongoing requiring frequent hospital visits for wound cleaning). Patient had more wound discharges from vacuum assisted dressing, intravenous (IV) antibiotics of augmentation was done.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.